Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the lot number is not available.

Event description:
Medwatch report states: patient had a total knee completed in 2013 at another facility. Due to complications of medial and lateral knee pain and buckling/instability of the knee, patient underwent a total revision of the knee on (B)(6) 2016. Intraoperative findings were grossly loose tibial component, which actually stressed and removed out of the cement mantle. The cement was firmly bonded to the bone and knee had disassociated from the tibial component. The synovium was gray stained from abrasive wear from the cement on the tibia. Surgeon believes the hardware to be defective due to cement not adhering to it.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4) has been undertaken to investigate further. The analyses and investigations eventually led to a new product development project, which will enhance fixation and make the product more robust to surgical technique per (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.